Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss, difficult to close and obstruction of flow could not be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the returned device analysis, the reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a peripheral diagnostic procedure using a 6f sheath. Reportedly, the prostyle was flushed prior to use with saline; however, when it was inserted and positioned in the artery, the blood return from the marker lumen was not good. It was also reported that the foot felt a bit "sticky" when opening it prior to deployment. The device was still deployed; however, a cuff miss was noticed. The device was inspected after use and the foot was intact. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was noticed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.